Manufacturer narrative:
A distributing facility reported, "the hospital reported an incident involving the patient named above, who underwent surgery on (B)(6) 2026, performed by (B)(6). A foley catheter with a temperature probe was placed in situ pre-surgery, together with all other intra-vascular lines. A patient plate was placed on the patient's lower back. It was reported that once the surgery was completed and the drapes were removed, the operating room staff discovered that the patient had sustained a second[?]degree burn injury during the procedure. The burn injury was identified on the patient's penis and scrotum. The foley catheter remained in situ, and the patient was transferred to the surgical ICU, where treatment continued for both the surgical procedure and the burn injuries. The incident was formally reported, and the anaesthetist requested an investigation into the matter. The patient was discharged from surgical ICU and transferred to a general ward on (B)(6) 2026." Deroyal industries, inc. Has requested return of the device, however, it was stated it was not available for return. A supplier corrective action request (scar) will be issued to the supplier xeridiem. This investigation is not complete at this time. No further information is available at this time. We will provide follow up report when additional information becomes available.

Event description:
A distributing facility reported, "the hospital reported an incident involving the patient named above, who underwent surgery on (B)(6) 2026, performed by (B)(6). A foley catheter with a temperature probe was placed in situ pre-surgery, together with all other intra-vascular lines. A patient plate was placed on the patient's lower back. It was reported that once the surgery was completed and the drapes were removed, the operating room staff discovered that the patient had sustained a second[?]degree burn injury during the procedure. The burn injury was identified on the patient's penis and scrotum. The foley catheter remained in situ, and the patient was transferred to the surgical ICU, where treatment continued for both the surgical procedure and the burn injuries. The incident was formally reported, and the anaesthetist requested an investigation into the matter. The patient was discharged from surgical ICU and transferred to a general ward on (B)(6) 2026."